Manufacturer narrative:
Block b3: exact date unknown, event occurred six months from date manufacturer was made aware.

Event description:
It was reported that the patient had tenderness at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted product will not be returned due to facility protocol.